Event description:
It was reported that the lid had broken off the footboard and the bed exit and scale were not working properly. No adverse consequences alleged.

Manufacturer narrative:
(Result): footboard modules. This is a potential risk to safety as the missing module allowed for the possibility of fluid intrusion into the footboard.